Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an unknown sized aaa. During the procedure it was reported when attempting to prepare the etlw1616c124ee limb device, it was unable to flush or pass a wire down through the lumen of the device. It appeared to be blocked approx. 2-3cm from the tip. The device was replaced and the procedure was completed. Per the physician the cause of the event was due to a blocked wire lumen no additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the device returned with the external slider in the home position. No damage or deformation was evident to the device. A 0.035-inch glidewire was loaded via the distal tip and via the luer with slight resistance noted at the same location underneath the stent graft. The stent graft was deployed without issue. There was no damage or deformation to the spiral tube. The reported ¿blockage¿ was not confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.